Manufacturer narrative:
The following devices were also listed in this report: triathlon prim cem fxd bplt #7; cat# 5520-b-700; lot# eet6m. Triathlon cr fem comp #7 r-cem; cat# 5510-f-702; lot# ehyal. Triathlon asymmetric x3 patella; cat# 5551-g-381; lot# 5dyh. Simplex p full dose 1 pack; cat# 6191-1-001; lot# rav010 qty. 2. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
The patient was revised due to infection.

Manufacturer narrative:
An event regarding infection involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: the returned triathlon insert showed slight burnishing and third body indentations. Explantation damage was also visible on the returned device. -medical records received and evaluation: insufficient medical records were received for review with a clinical consultant but the following was his comments with regards to the reported infection: an infectious complication occurred 3-weeks post total knee arthroplasty requiring a surgical intervention with I&d plus tibial bearing exchange. No information is available on clinical outcome. -device history review: indicated the device was manufactured and accepted into final stock with no reported discrepancies. -complaint history review: indicated that there have been no other similar reported events for the lot or sterile lot referenced. Conclusions: the exact root cause of the event could not be determined due to insufficient provision of information. Further information such as: pre- and post-operative x-rays; operative reports as well as patient history, follow up notes and pathology reports are needed to complete the investigation to determine root cause. A CAPA trend analysis was conducted for the reported failure mode and concluded infection is a known possible adverse outcome of surgery and is beyond stryker's control. No further investigation is possible at this time. If additional information becomes available to indicate further evaluation is warranted, this record will be reopened.

Event description:
The patient was revised due to infection.